Event description:
On (B)(6) 2009, the patient reported that his infusion set insertion device discharged the infusion set headset without pressing the release button. This first occurred one month ago and then 3 times today. He stated that he pushed down on the gray tension element of the insertion device and inserted the infusion set headset, which locked into place. He removed the paper backing from the headset and pulled back on the tension element and the headset discharged into his hand while the blue base was in the locked positon. He attempted this 2 more times with the same lot of infusion set with the same results. He then attempted to insert a headset from a different box with the same lot and the headset would not lock into place. He was able to force another headset into the insertion device and again the headset was discharged without unlocking the device or pressing the release button. No physiological effects were reported. The patient was sent a replacement insertion device and infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.